Event description:
A customer reported a past high blood glucose event for which the specific value was unknown but displayed as "high." Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on approved insulins for the pump. The customer took corrective actions by using multiple daily injections, changing the dexcom, insulin filtration system, cartridge, and insulin while the control iq feature was turned on during the event. Customer to continue to monitor their bg levels and to follow up if more troubleshooting is needed.